Event description:
It was reported via user facility medwatch report: stent introduced into aorta. Unable to pass bifurcation; removed and stent came apart outside of patient. No foreign body in patient; checked stent for completeness. Not patient harm. The tortuous anatomy (and corkscrew lesion in external iliac artery) and attempts to advance the stent through this area most likely disrupted the stent integrity. It did not cause any complications and there was no compromise in the patient's arterial flow since the system was broken after it was pulled out of the body. No additional information was provided.

Event description:
Subsequent to the initial report, additional information received from the account on (B)(4) 2014 stated that the stent broke after it was removed from the patient's anatomy. Reportedly, the heavily tortuous anatomy and attempts to advance the stent likely compromised the integrity of the stent. However, there were no complications or compromise in arterial flow, as the stent broke after it was removed from the patient. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. A new device was used to successfully complete the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.